Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. Technical services (ts) advised monitoring for the next out of range value as it is unknown what coil might be the issue. The out of range shock impedance could not be recreated with isometrics. The device remains in use. No adverse patient effects were reported.